Event description:
Information received by medtronic indicated that the insulin pump battery cap was damaged and insulin pump was still working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump returned for alleged broken ngp cap on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked corner of belt clip rails, cracked case (battery tube), stained keypad overlay, cracked keypad overlay, cracked retainer, faded serial label damage, and minor scratches on lcd window. Pump not received with original battery cap. Battery cap cracked/damaged unknown. In summary, customer allegation for cosmetic damage at battery cap was not confirmed due to pump not received with original battery cap, however, other cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.